Event description:
The information received indicated that before use on the patient, while trying to insert the stent through the valve of a 7f introducer, the stent slipped off the balloon.

Manufacturer narrative:
The product is available for evaluation, but has not yet been returned. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Before use on the patient, while trying to insert the 9x19 palmaz genesis on an optapro through the valve of a 7f introducer, the stent slipped off the balloon. No further information has been obtained in response to multiple investigative efforts. A non sterile sds palmaz genesis (pg) on opta pro, 9mmx19mm, 80cm was received coiled and inside a bag. The balloon does not present evidence that it was inflated or deflated. The stent was received detached and it is not expanded, however, it was compressed, and some struts are overlapping each other. No other anomaly was observed in the returned device. The balloon was observed under microscope at 25x magnification and it presents with marks of the stent. In addition, marks from the nesting process in the balloon area are seen indicating that the stent was assembled properly during the manufacturing process. As part of the investigation into the report for stent dislodged for the pg on opta pro, an assessment of current controls and how the actual process would have an impact in this complaint was completed. The review of the pg on opta pro process found that controls are in placed in order to detect any a stent anomaly before leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged failure was confirmed. However, based on the lack of procedural information and the analysis of the returned device, the exact cause could not be determined. With review of the device history records and the analysis of the returned device, there is no indication that it is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.